Event description:
It was reported that almost immediately after pumping began, the helium loss alarms were noted. Troubleshooting failed to reveal the source of the problem. The pt was transferred to another pump without any complications.